Event description:
Meter name: one touch profile. Strip name: unknown. Meter code: unknown. Strip code: unknown. Strip storage: unknown. Symptoms: fever, cold sweats. A patient reported they were hospitalized. Their meter allegedly was missing segments. The result on their meter was unable to test. Tested on finace's meter and it read hi. The result at the hospital was unknown. No comparison reported. Treatment was unknown. No further information has been reported.